Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery. There was no excessive no delivery alarm noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, battery tube threads and stained end cap sticker.

Event description:
It was reported the customer received a off no power alarm on their insulin pump. Customer's blood glucose was 464 mg/dl. The customer stated they corrected their blood glucose with the insulin pen. Customer also stated their high blood glucose was caused by their insulin pump shutting down without warning. The customer also stated there were several no delivery alarms in their alarm history. Customer declined to troubleshoot for their no delivery alarm. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).